Manufacturer narrative:
The customer returned one opened probe with tip protector. Visual evaluation of the returned sample indicate a visually conforming probe. Functional evaluation was performed and determined the actuation and aspiration were deemed nonconforming. Bubbles were detected in the aspiration line, but no bubbles coming out of the port. The probe was disassembled and the components inspected. The cutter edge had approximately 15 minutes of wear when compared to the degree of wear based on continuous actuation of the probe visual standard photos. There was not enough glue on the back bond of the coupling when viewed under the ultraviolet lamp. The finished goods consumable pak was manufactured with five component probe lots. A device history record review for each of the five lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. Four lots had no anomalies found based on the device history record reviews. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. A complaint lot history examination indicates there were no other complaints for the reported issue. The cause of this event is the cutter-coupling adhesive issue. Insufficient amount of adhesive allowed for air to enter the cutter aspiration path which is supposed to have a hermetic seal of adhesive in the assembly. An investigation has been initiated to perform further investigation and identify actions to improve adhesive application and prevent the potential for component separation. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air entered the eye during the actuation and aspiration step of the procedure. The product was replaced and the procedure was completed without consequences to the patient. Additional information has been requested.